Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned three (3) 31gx8mm, 0.5ml bd insulin syringe samples from open polybags from lot 8099664 and lot 9322380. Consumer reported that one syringe had the barrel missing but the plunger rod was in the bag; it was reported that the thumb press was missing from the plunger rod and that the shield was damaged. All returned samples were examined and the following was observed: - inside the open polybag from lot 9322380 was two syringes o one syringe with a broken plunger rod o one syringe with a damaged cannula shield - inside the open polybag from lot 8099664 was a separated plunger rod and plunger cap o the plunger rod was bent o the plunger cap was damaged since both polybags were returned after use, it could not be confirmed that the syringe barrel was missing for lot 8099664. A review of the device history record was completed for batch# 9322380. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862180] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod and damaged cannula shield for lot 9322380; bent plunger rod and damaged plunger cap for lot 8099664) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (barrel missing for lot 8099664) broken plunger: process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #86268 was created for guide out of adjustment. Corrective action: the guide was adjusted. Cannula shield damage: process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. Plunger cap damage: process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that 4 bd insulin syringe with the bd ultra-fine¿ needle experienced product damage with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no:328468 batch no: 8099664, 9322380. Consumer reported issues with two different lot numbers, consumer does not re-use. Issue: one syringe barrel missing from bag, consumer stated that the plunger rod was in the bag but the barrel was missing. Date of event: unknown. Issue: thumb press missing from plunger rod. Needle shield of same syringe damaged. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8099664. Medical device expiration date: 2023-04-30 . Device manufacture date: 2018-04-09. Medical device lot #: 9322380. Medical device expiration date: 2024-12-31 . Device manufacture date: 2019-11-18 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd insulin syringe with the bd ultra-fine¿ needle experienced product damage with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no:328468; batch no: 8099664, 9322380. Consumer reported issues with two different lot numbers, consumer does not re-use. Issue: one syringe barrel missing from bag, consumer stated that the plunger rod was in the bag but the barrel was missing. Date of event: unknown. Issue: thumb press missing from plunger rod. Needle shield of same syringe damaged. Date of event: unknown.